Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos) and elevated short interval counts (sic). The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d314drg implantable cardioverter defibrillator (ICD)  implanted: 2013 (B)(6). (B)(4).